Event description:
It was reported that during use, the trach tube's cuff was checked prior to insertion and found to be not faulty, however it lost air after insertion. An et tube was put into place while waiting for a backup tube, however the patient then went into cardiac arrest which was not device related. There were other significant issues with the patient¿s airway which contributed to the CPR incident. The tube was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted two clean-cut slits on the main body of the cuff. The slits measure 1.17mm and 2.54mm in length respectively. An attempt made to inflate the returned unit as per the parameters set out failed. It was reported that during use, the trach tube's cuff was checked prior to insertion and found to be not faulty, however it lost air after insertion. An et tube was put into place while waiting for a backup tube, however the patient then went into cardiac arrest which was not device related. There were other significant issues with the patient¿s airway which contributed to the CPR incident. The tube was replaced. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ordinarily, cuff pressure should not exceed 25 cm of h2o. Over-inflation of the cuff may cause tracheal damage and may inhibit ventilation. Consult with the attending physician. Test each tube¿s cuff, pilot balloon, and valve by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used. Cuff inflation should be checked on a regular basis, and replacement tracheostomy tubes should be kept at bedside. To ease insertion and to guard against cuff perforation from sharp edges of cartilage, taper back the cuff by deflating the cuff and gently moving it away from the distal tip of the cannula toward the neck plate as the residual air is removed by deflation. When tapering the cuff, do not use sharp instruments that would damage the cuff, such as forceps or hemostats. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.